Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and was unable to capture at maximum output. It was noted that the sensing had dropped and impedance had risen. During the revision procedure, the helix screw was unable to be retracted and the lead was unable to be removed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).